Manufacturer narrative:
The initial MDR 2247117-2015-00058 was filed on october 14, 2015. Additional information (11/19/2015): a siemens headquarters support center (hsc) specialist reviewed the instrument data and did not find an instrument malfunction. The cause of the discordant, falsely low ipth result on one patient sample is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Manufacturer narrative:
Siemens healthcare diagnostics is investigating the issue. The cause of the discordant, falsely low ipth result on one patient sample is unknown.

Event description:
A discordant, falsely low intact parathyroid hormone (ipth) result was obtained on one patient sample on an immulie 2000 xpi instrument. It is unknown if the discordant result was reported to the physician(s). The sample was repeated on the same instrument, resulting higher. The sample was then sent to an alternate laboratory and was tested on an alternate methodology, also resulting higher. It is unknown if the repeat results were reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely low ipth result.